Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the input taps were low for incoming facility power and the isolation transformer was re-tapped appropriately. Additionally, the fluoro functions pcb was re-seated and chips re-set. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.